Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 02/27/2013 to the present date 12/31/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure (B)(4) for out of specification which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device failed preventive maintenance. It was reported there was no patient involvement.